Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up check. Upon interrogation, the pulse generator exhibited false elective replacement indicator alert. The message was attempted to be cleared but was unsuccessful. No further intervention was performed. The patient would continue to be monitored.

Event description:
New information stated on (B)(6) 2017, the device false elective replacement indicator alert received on (B)(6) 2016 was cleared. On (B)(6) 2017, the device exhibited false eri again. No intervention was performed. No further information was available.

Event description:
New information on (B)(6) 2017 stated that the device false elective replacement indicator alert was cleared. The patient would continue to be monitored.